Event description:
It was reported that the pt experienced shocking sensations and pain in his buttocks for the last week and a half. Impedance measurements read greater than 4,000 ohms on all of the bipolar pairs. It was noted that the pt has had a loss of therapeutic effect. Further information is being requested from the hcp.